Event description:
A malfunction was reported on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the shipment of a replacement pump with updated software, provided instructions for managing insulin delivery using mdi as backup therapy, and guided the customer on procedures for storing the pump and returning the malfunctioning device.